Manufacturer narrative:
The meter remote has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contact animas alleging that they received a package labeled as ¿one touch ping meter¿ but the product included in the package was a ¿one touch ultra 2 meter¿. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because receipt of incorrect products could affect expected performance or use of a device and may lead to the use of a non-prescribed device.